Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient did not notice any abnormalities following removal of their sensor. On the evening of (B)(6) 2025, the patient noticed the sensor wire fragment was still embedded at the insertion site. Feeling concerned, she went to the emergency department (ed) and had an x-ray which showed that a ¿4 mm¿ portion of the sensor wire remained under the skin. The provider explained that the wire may either work its way out naturally over time or could result in minor scarring. To prevent infection, the patient was discharged home with a prescription for a course of oral antibiotics (cephalexin 500 mg, one capsule four times daily for 10 days). At the time of report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6: health effect - impact code - 4645- prophylactic treatment